Event description:
It was reported, that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. The ICD was interrogated. And it was stated, that the ble was re-enabled. However, the remote monitoring feature was turned off. Further information was requested, but not received. There were no patient consequences reported.

Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the information provided, it was determined that the remote monitoring was turned off.

Event description:
Additional information received indicated the remote monitoring was turned on, which resolved the issue.